Manufacturer narrative:
(B)(4): device pending. Evaluation : (limited information - pending device evaluation).

Event description:
The physician was doing a transradial approach. The lesion was the rca. There was no abnormalities noted during prep and inspection prior to use. After the stent was deployed the stenosis and crimping of the guide catheter was noted in the subclavian. Pre-dilation was performed twice up to 12 atms. No part of device remains in the patient. Evaluation summary: the stent was not returned with the device. The catheter had detached in three places: the balloon; the distal shaft and the transition shaft. The transition shaft was stretched and jagged. A guide catheter was also returned and it was detached three places.

Event description:
The physician was using an integrity rapid exchange (rx) coronary stent for treatment of a lesion. It is reported that during removal the balloon and inner shaft got caught on the guide catheter and detached. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation - patients condition affected effectiveness of device (stenosis in right subclavian). (B)(4) (device became stuck and detached inside the guide catheter). Conclusion results: device failure/lack of effectiveness related to patient condition (stenosis in right subclavian). Another device caused failure (device became stuck and detached inside the guide catheter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.